Event description:
Venous needle came out of patients avf. Needle was taped as per policy. Tape came loose and needle came out. Machine never alarmed it was noticed by a nurse taking off a pt near by. All blood in system was returned by arterial needle along with 1200 cc of nss to help replace volume loss. As a result the pt was hospitalized. The tape product has been noted that the adhesive from the tape was not sticking.